Event description:
It was reported that the left ventricular exhibited high thresholds and phrenic nerve capture was noted. The lead was dislodged and the coronary sinus was cannulated. The lead was explanted and replaced.